Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient felt the stimulation inside the right kneecap, almost as strong as the actual stimulation. The patient described it as feeling as ¿if the leg was going to sleep¿. There was no pain. On (B)(6) 2017 additional information was received that reported the patient was meeting less than 50% minimum improvement in their symptoms. The patient was changed to program 3 and set at 0.9. The patient also stated they had blood in their urine and ¿urine pain¿ with a possible urinary tract infection (uti). The patient went to buy some cranberry juice but still had the pain. It was also noted they had diarrhea. The patient inquired if they should continue drinking the juice. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.